Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: had issues with retraction. No pt/clinician harm. Doe (B)(6) 2025 and unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of retraction issues, dull/blunt needle and difficulties removing the needle shield could not be confirmed from the shielded insyte autoguard needle that was from lot number 4269434. The IV catheter and needle cover were not returned for investigation. The needle exhibited evidence of use. A microscopic examination of the needle tip revealed that the tip was acceptable. A functional test revealed that the needle would fully retract when the safety mechanism was activated. No damage or defects were identified on the returned sample that would have contributed to the reported issues. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.